Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis event was not reported. The patient was in a care center home for a few days where a pd cycler was being used for dialyzing. The patient experienced cloudy effluent and pain for two days (manifestations of peritonitis). Subsequently the patient was admitted to the hospital for the event and passed away on an unreported date. An autopsy was not performed. Treatment for the peritonitis was not reported. No further detail was provided regarding whether the peritonitis was resolved prior to death or whether pd therapy was ongoing at the time of death. The cause of death was not medically confirmed. No additional information is available.